Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Patient stated when they were treated by the lifevest, they were thrown off the bed and hit their head against the wall. Patient stated head feels sore. The patient stated they do not plan to go to the hospital, so it is unknown if they were treated for injuries or wounds. The patient continues use of the lifevest until they receive an ICD. There was no alleged device malfunction contributing to the injury. There is no indication that the patient received medical intervention. Outcome of the injury is unknown